Manufacturer narrative:
(B)(4). This complaint was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable because the supply bag was not properly connected to line. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. The lot number was not provided; therefore a batch review cannot be conducted. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter?s technical service center regarding a system error 2240 (indicating air in the set) on the homechoice (hc) during dwell 3. The heater bag had disconnected. The baxter technical service representative (tsr) explained that the therapy was over and instructed the hp to start over with new supplies or do manual exchange. And notify the nurse about the alarm. The tsr instructed the hp to ensure that the connection is secured when connecting the bags. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).the device was discarded.